Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced infusion set cannula was leaking at site (abdomen) on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction on pump. It was also reported that the patient was hospitalized on (B)(6) 2025 for less than 24 hours and patient blood glucose levels while admitting the hospital was 400 mg/dl. The patient had ketones which were low. The patient had symptoms such as headache at hospital and the main reason for hospitalization was high blood glucose levels. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united kingdom. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level (mio advance) and malfunction type (leakage issue). See attachment mio advance leakage complaint closure investigation for more information. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.